Manufacturer narrative:
(B) (4).

Event description:
The ins was pressing on nerves and causing pain in the left buttock and leg; it was moved to the front of the body in (B) (6) 2009. The pt still had pain in the left hip/buttock area following repositioning of the ins and it was thought to be possibly due to scar tissue. The pt had fairly good coverage from therapy, except for the left hip/buttock area even after increasing the stimulation. The pt was told it could take a year for her to heal. Further info is being requested from the hcp.